Event description:
Healthcare professional reported pain in right breast. Ultrasound and MRI are performed confirming rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
H.6. Health effect-f15 recognized device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and broken device on posterior side assessed as surgical impact opening (shell thickness within specification). Pain: unable to observe since it is a medical event and is not related to the device. Missing shell assessed as inconclusive. Additional observations: crease is observed. Yellow particles were observed on the shell.

Event description:
Healthcare professional reported pain in right breast. Ultrasound and MRI are performed confirming rupture". Device has been explanted and replaced with a non-allergan device.